Event description:
The customer initially reported that their device had its service indicator illuminated and logged multiple event codes. After an evaluation of the device by physio-control, it was observed that the device would not have the ability to deliver a sufficient amount of defibrillation therapy to a patient. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed therapy pcb assembly was further evaluated in the failure analysis center. The cause of the reported failure was due to a cracked and open filter, designator fl29. The defibrillation output at 200 joules was 89 joules and the output at 360 joules was 181 joules. It was determined that these levels were not considered a sufficient joule output to successfully eliminate ventricular fibrillation in a patient.